Event description:
It was reported that, after a thr that had been performed on 2019, the patient experienced a dislocation while squatting down and leaning to his far right to reach for power socket. Then, continued to experience subsequent dislocations. Patient underwent revision surgery to remove 20 deg xlpe acet lnr ((B)(4)) and oxinium fem hd ((B)(4)) and replace with constrained liner and new femoral head.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, this case reports that a revision surgery was performed due to recurrent dislocations. Per email communication, there is no consent granted to provide x-rays or surgical reports, and no further information has been provided. Therefore, the patient impact beyond the revision cannot be determined. No further clinical assessment can be rendered at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.